Event description:
An abnormal lead impedance was reported and it is suspected that the defibrillation system is potentially ineffective. Preliminary analysis of the files confirmed the low impedance and revealed ventricular oversensing.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis pending.